Event description:
It was reported the pt is no longer feeling stimulation. The pt programmer will turn off when attempting to increase amplitude. Reprogramming and a replacement pt programmer did not resolve the issue. The pt is currently working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.